Manufacturer narrative:
Patient diagnosed with discomfort and inflammation - right side device. Bilateral removal at patient request (devices discarded by explanting physician). Device replacement not reported.

Event description:
Patient diagnosed with pain and inflammation on right-side device. Patient also suspected implant rupture.